Event description:
A customer contacted beckman coulter inc. (Bci) regarding no foam leaking into hydro compartment on unicel dxc 800 synchron clinical systems and on to floor, and they found 2 broken "y" connectors. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) replaced the no foam bottle.